Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that when firing the er420 clips on cystic duct and artery, when the clip applier suddenly jammed. The clip appeared in the jaws of the instrument partially closed and clips would not advance. A new clip applier was used to complete the case. There was no consequence to the pt.